Manufacturer narrative:
Date sent to the FDA: 02/22/2022.

Manufacturer narrative:
Date sent to the FDA: 08/05/2021. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2019 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2021 during which the surgeon noted extensive scarring of inguinal canal due to the underlying mesh along the inguinal floor and the spermatic cord was enveloped, entrapped and swallowed by the mesh. He meticulously dissected the cord free from the mesh, divided and dissected the mesh at the internal ring and removed the mesh, and reconstructed the inguinal floor in a shouldice manner. It was reported that the patient experienced severe pain, scarring of inguinal canal, and discomfort. No additional information was provided.